Event description:
This was taken off a piece of prisma equipment. The phone number is not current and had been changed over a year ago. The company did not change the tags on the equipment. Company has been reluctant to provide continuing education or updates.